Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. (Expiry date: 02/2021).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty inflating. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. The balloon was inflated and water was seen exiting the proximal cone of the balloon. The fibers were stripped and a pinhole rupture was noted. The balloon was unable to be fully inflated due to the rupture. Therefore, the investigation is confirmed for the reported inflation issue and for a pinhole rupture. The identified rupture in the balloon caused the reported inflation issues as the device was not able to be inflated to the rated burst pressure. However, the definitive root cause for the identified rupture could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty inflating. Another device was used to complete the procedure. There was no reported patient injury.